Manufacturer narrative:
Rfr coding updated product analysis #(B)(4): (B)(6) 2024 17:05:58 gmt-0600 central standard time analysis summary for pe#: 0707081672-10 analysis transaction ID#: (B)(4), model#: 383069 serial/lot#: (B)(6) it was not possible to test the lead explicitly relating the complaint because procedural conditions cannot be reproduced in the lab. However, the returned lead was analyzed to assess general functionality. The full, intact lead was returned and analyzed. Analysis consisted of unaided and aided visual inspection, and observation for set screw marks and their location on the connector pin. Electrical functionality was assessed by performing continuity testing of the distal (pacing), and proximal (sense) conductors. Analysis showed the lead ended up out of specification because it was damaged during the procedure. The lead caused the reported complaint. The specific analysis findings are listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- (B)(6) 2024 17:05:54 cst pli# 10 product ID#: 383069 the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the pacing lead was kinked. The pacing lead was attempted not used and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.